Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor drive unit was making a grinding noise and the blade would stop rotating even when taking small bites. A second motor drive unit was used, the original disposable handpiece to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.